Manufacturer narrative:
Method - manufacturer reviewed x-rays of implanted device. Result: x-rays reviewed by manufacturer, no gross lead discontinuities visualized. Conclusion: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns indicated high impedance at a routine office visit. It was indicated that the patient had a ball fall on her left side about two weeks prior to the office visit however it is unknown if this event could have led to the high impedance. It was recommended to the physician that she disabled the patient's vns stimulation. Ap and lateral chest and neck x-rays were requested and received by the manufacturer. No anomalies were visualized on the x-rays however the images were of poor quality. The lead pin did appear to be fully inserted however, indicating that an unpronounced lead discontinuity is likely the cause of the high impedance. Surgery to replace the patient's vns lead and generator has occurred. Attempts for the return of the explanted product are in progress. No adverse events have been reported.